Manufacturer narrative:
Date of event: approximated based on the date the manufacturer became aware of the event. Additional suspect medical device components involved in the event: product family: scs-linear leads-MRI, upn: m365sc2408560, model: sc-2408-56 , serial: (B)(4), batch: 20318167 / 20318167.

Event description:
It was reported that the patient underwent an explant procedure due to an unknown reason.